Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10 the reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. There is no dictation of findings in the op note. There is in the nursing log. A timeline was created by hcp to summarize the patients' event timeframe. Patient stated: right shoulder was giving me pain from the physical therapist hurting me. I realize something was wrong with the right shoulder because the left shoulder healed real good and still holding strong so I went back to the orthopedic surgeon, dr. Michael eagan and he send me back to dr tivnon did x-rays and said that he didn¿t see anything wrong and he¿s a real light caucasian person when he said that his face turned red as a tomato so I went back to dr. Michael eagan said I wanted to another opinion so that¿s when he sent me to keck usc. Doctor seth gamradnt did the right shoulder reversion". A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported a patient had an initial right total shoulder arthroplasty. Subsequently, began to experience pain and underwent a revision approximately 6 years post-implantation to a reverse total shoulder arthroplasty. No additional information has been provided. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): -00-4348-114-13(60950541), -00-4302-052-23(61448239). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.